Manufacturer narrative:
The investigation for the pump stop has been completed. Data logs were reviewed and real time (rt) log from field shows motor current spike with simultaneous speed deviation. Purge pressure steps up with a drop in purge flow at same time as motor current (mc) spike. Pump flow also becomes completely saturated and is able to regain some pulsatility after approximately 30 minutes. Next rt log from case shows high motor current pump stop with a mc spike, speed deviation, and a spike in ps right before alarm. Pump was able to be restarted and two more mc spikes with speed and pump flow deviations were noted after restart. Second lt log from case shows pump was connected to new console and unable to be started with immediate pump stop alarms occurring. Clinical details noted that pump flow showed signs of saturation prior to pump stop occurring and that changing aic did not resolve issue. The pump was used beyond the impella cp 8 day design life. The root cause of the pump stop was most likely due to biomaterial. Corrections to the initial MFR report: g1 MDR reporting contact email

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, placement signal low alarm occurred. Additionally, a nurse called for assistance with the pump stop with many unsuccessful attempts to restart impella. Signs of flow saturation were observed prior to the pump stop. The pump was explanted due to the pump stop. The patient survived the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product was returned for evaluation. The failure mode of "placement signal issue" is for issues related to the dp sensor and not the optical sensor. The failure mode was changed from "placement signal issue" to "optical signal issue" as the impella cp only has an optical sensor and does not have an dp sensor. Data logs were reviewed and optical parameters do not show any hard failures of the optical sensor, all parameters withing a normal range. The root cause of the optical signal issue cannot be definitively determined as limited clinical details were provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-22210. E4 erroneously entered as "no."